Event description:
It was reported the patient experienced nausea and vomiting and felt " very sick" following pump replacement the day before. The patient was admitted to the hospital and was in fair condition. The intrathecal drug prescription was confirmed. The correct concentration, drug, and dose were programmed. Approximately 8 ml of drug were aspirated from the old pump and put in the new pump. Thirty-five to 37 mls of water were removed from the new pump reservoir prior to filling with drug. The pump had been primed on the back table after being filled with drug (prime volume 0.26 ml). The bolus was complete prior to connection with the catheter. The catheter volume was unknown and not aspirated. The new pump was programmed to deliver the same dose/day as the previous pump. No therapy issues were present at the time of surgery. Additional information has been requested, but was not available on the date of this report.